Event description:
The patient needs to get his implantable neurostimulator (ins) replaced, he has an appointment on wednesday and wants to have a company representative there. The patient experienced a loss of therapeutic effect, he has not had stimulation therapy for six months. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot # v264393, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).